Manufacturer narrative:
Investigation is ongoing. Valve remains implanted.

Event description:
Per the field clinical specialist (fcs), approximately 1 year and 6 months post implant of a 29 sapien 3 valve via transfemoral approach, the patient presented this week with shortness of breath, and not feeling well. An echo revealed moderate+ paravalvular leak, and a heart cath seemed to reveal the sapien had migrated slightly toward the ventricle. The patient was brought to the hybrid room for a bav of the valve using a 29 commander system with three additional cc's loaded. This successfully resolved the leak. Patient is stable and recovering.

Manufacturer narrative:
Update to h6; component code, type of investigation, investigation findings, investigation conclusion. The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Pre and post CT imagery showed that the valve appeared to be positioned more ventricularly. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. The following instructions for use (IFU) were reviewed: commander delivery system with s3/s3u. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for paravalvular leak was confirmed. A review of the device history revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. As reported "approximately 1 year and 6 months post implant of a 29 sapien 3 valve via transfemoral approach, the patient presented this week with shortness of breath, and not feeling well. An echo revealed moderate+ paravalvular leak, and a heart cath seemed to reveal the sapien had migrated slightly toward the ventricle." The returned CT imagery suggests that the valve migrated towards the ventricle. Valve migration can compromise the seal between the valve and the native annulus leading to the paravalvular leak as reported. In this case, available information suggests that patient factors (thv migration) may have contributed to the complaint event. The complaint for valve migration was confirmed based on the provided imagery. A review of the device history revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (thv). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the ventricle. Others may be more clinically significant and require intervention. The mechanism behind late thv migration is not well understood but may be related to cardiac remodeling. For the case of device migration sufficient information was not made available. Therefore, a conclusive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.